Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lump/nodule.

Event description:
Patient reported right side ¿lumps, redness, joint pain, general tightness in the chest, night sweats, pressure, and rheumatoid arthritis-like symptoms in the chest and shoulders.¿ the device has been explanted.